Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. A visual found no defects. The functional evaluation found that the test pump cartridge was difficult to turn due to corrosion inside, establishing a relationship between the event reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed, with similar instances recorded in the past three years. The instructions for use, details guidance on the maintenance and cleaning of the device. It is highly recommended that these instructions are followed to prevent re-occurrences of this type of event. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
H11. Country of origin corrected in e1 & g3.

Manufacturer narrative:
The device used in treatment has been returned and evaluated, establishing a relationship between the event reported and the device. A visual found no defects, the functional evaluation found that the test pump cartridge was difficult to turn, due to corrosion inside. The instructions for use, details guidance on the maintenance and cleaning of the device. It is highly recommended that these instructions are followed to prevent re-occurrences of this type of event. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, these instances are being monitored however, this investigation is now complete. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. §803.

Event description:
It was reported that the input for hand-pieces is damaged. It is unknown if there was a patient involved and how was the event solved.